Manufacturer narrative:
Product ID, 377775 lot# v004479, implanted: 2006 (B)(6), product type lead product ID, 377775 lot# v008543, implanted: 2006 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had their implantable neurostimulator (ins) revised because the ins site was "very uncomfortable" for the patient. No further information was provided.